Event description:
I have severe dry eye after lasik. Had I known, I would not have had the procedure. I had astigmatism that I wanted to correct. My vision is no longer blurry, but now I wake up to eye drops and use them constantly trying to get relief from dry eye. My eyes are constantly "tired," but dr. (B)(6) just says my eyes are dry and that I'm not blinking enough. The astigmatism affected my ability to work at my computer job. Now I have clear vision, but my eyes stay tired and I have to stop working.